Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addrs1, implantable pulse generator (ipg), (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient and device were evaluated because the patient had fainted at home. The device interrogation revealed a lead warning for low impedance in the right ventricular lead and it was further noted that there was a "leak" in the lead. The lead was reprogrammed and later explanted and replaced with a new lead. No further patient complications have been reported as a result of this event.